Event description:
The surgeon reported recurrent dislocation.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports against the mfg lots. The investigation could not verify or draw any conclusions about the reported dislocations; however, provided info indicated poor device alignment was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.